Event description:
The customer reported that the insulin pump beeped, alarmed battery out limit, turned off and would not come back on, following a battery change. The customer's blood glucose was 105 mg/dl. Troubleshooting was performed. It was found that the battery was out of the insulin pump for less than one minute. The customer stated he thought the contact on the battery cap was not connecting to conduct power. The customer also received an unexpected restart alarm, despite the insulin pump not being stored or not in use for an extended period of time. The customer performed a self-test and passed. It was further stated the customer's insulin pump alarmed no delivery the previous night. The customer was advised to revert to a back-up treatment plan until receipt of a replacement battery cap. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.